Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvas support with a replacement system controller. A supplemental report will be submitted when the manufacturer's investigation is concluded.

Event description:
It was reported that the system controller alarmed for low internal battery. It was decided to exchange the system controller with the patient's backup system controller. The backup system controller did not start properly, which reportedly led to a pump stop. The system controller was exchanged again, back to the primary system controller, and the pump started again. The internal battery in the primary system controller was then exchanged, and no further alarms have been seen since. The patient was reported to be doing fine. This report addresses the primary system controller, (B)(4). MFR. #2916596-2020-02891 addresses the backup system controller, (B)(4).

Manufacturer narrative:
Section b3, d4, h4: additional information. Manufacturer's investigation conclusions: the reported event of a ¿low internal battery¿ was not confirmed as no log files were submitted for review and no product was returned for analysis. Additional provided information indicated that the reported ¿low internal battery¿ was associated with the backup battery being close to its expiration date and that there were no alarms associated with the event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) explains how to troubleshoot all alarms, including backup battery fault alarms, and the actions to take if the issue does not resolve. The IFU also explains how to replace the system controller backup battery. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.